Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to high blood glucose and diabetic ketoacidosis. Reportedly, insulin was leaking from the p-cap. The cause of hospitalization as per the health care professional was diabetic ketoacidosis brought on by dehydration. The blood glucose value when she was admitted into the hospital was 340 mg/dl and the pump was not dropped. No further information available.